Event description:
It was reported that the patient received a vibratory alert (B)(6) 2018. The end of life replacement indicator was triggered and the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.